Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2013 and system diagnostic results revealed high impedance (dc dc 7). No patient adverse events were reported. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No known surgical interventions has occurred to date. No additional relevant information has been received to date.

Event description:
Follow up with the physician indicated that the patient's generator was immediately turned off when the high impedance was observed on (B)(6) 2013. It was also reported that the patient was a non responder to vns; he did not had a clear benefit from vns treatment. So the patient himself decided to remove the entire vns system. The full vns system removal was performed on (B)(6) 2013 without any complications. The explanted devices were not returned to the manufacturer for analysis; therefore, no analysis could be performed.